Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the reported information, which included a report that the patient experienced a blood loss during hemodialysis (hd) treatment due to a leak between the patient¿s dialyzer and clic blood chamber, was reviewed. Per the reporting party it is suspected that the connection was not tightened enough prior to the initiation of the treatment. The patient¿s treatment was terminated and the estimated blood loss to the patient was 2 pints, however, no medical intervention was required. The patient did not require any extra hd treatment or experience any adverse event as a result of the blood loss. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A biomedical technician (biomed) at a user facility reported a blood leak that occurred approximately an hour and half into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between patient¿s dialyzer and the clic blood chamber. The biomed stated that no visible defect or damage was seen on the clic blood chamber or the dialyzer and suspects the leak was due to the connection not being properly tightened. The patient¿s treatment was discontinued. The patient¿s estimated blood loss (ebl) was reported to be two pints. Per the biomed, the patient¿s treatment was not restarted, however, the patient did not experience any adverse events, symptoms, injuries, or require medical intervention as a result of the reported event and not completing treatment. The patient went home after the reported event and has since returned to the clinic for their scheduled hd treatments with no issues and without reoccurrence of the reported event. The biomed confirmed that the dialyzer used was a fresenius devices, however, the type of dialyzer used and the lot number of the dialyzer were unknown. The complaint device has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an sap search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twenty-five lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on twenty three of the lots, and multiple approved temporary deviation notices (dn) on two of the lots. All were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.